Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an evercross pta ballon to pre-dilate the superficial femoral artery of a patient, with a medical history of occlusive arteriosclerosis of limbs. It was reported that difficulty was encountered while delivering the catheter to the lesion site. After positioning the balloon in the lesion and inflating it to 8 atm pressure, a leak was noted. The balloon was retracted, and a small hole was noticed in it. Another pta balloon was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the evercross device was returned for analysis. No damage to the catheter or balloon was noted upon the initial inspection. Both marker bands were intact. A 0.035 guidewire was front loaded. An inflation device was connected filled with water. Upon applying pressure a spray of water was coming from a pin-hole to the balloon. The hole was approximately 5cm from the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.